Event description:
The customer reported that during an open belly procedure, the device was applied to tissue and the jaws could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. The site contact stated that there may have been a large amount of tissue within the jaws when this occurred. The surgeon opened another device in order to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.